Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the physician exhibited difficulty in maneuvering the delivery catheter. At the time of fixation, the lp failed to separate from the delivery catheter. The lp was attempted to be redocked, upon which the lp then inappropriately released from the delivery catheter. The lp was not installed during procedure on (B)(6) 2026. The patient was stable.